Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing and pacing inhibition less than 30 seconds. No adverse patient affects effects were reported. The device remains in-service, and the patient is scheduled for clinic follow-up in 1 month. Attempts to obtain additional information were unsuccessful. An updated report will be provided should further information be received from the field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing and pacing inhibition less than 30 seconds. No adverse patient affects effects were reported. The device remains in-service, and the patient is scheduled for clinic follow-up in 1 month.